Event description:
It was reported that the patient have been having power cable disconnect alarms while on battery power. At first, these alarms were associated with patient movement but progressed more frequently with no association to movement. The patient was advised to stay on wall power as often as possible. The log files captured odd voltages while using only battery power and only effecting the white power lead of the controller. Battery relative state of change (rsoc) showed fully charged then several minutes later showed half capacity. It was recommended to the customer to troubleshoot by cleaning the batteries and clips and check their integrity and if that fails then exchange the backup battery and clips. Changing the batteries and clips did not resolve the alarms, so the controller was exchanged and the patient did not have any alarms since. It was unknown if there are broken pins on the controller battery clips.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms was able to be confirmed. The heartmate ii system controller (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). Atypical low voltage advisory alarms were intermittently active on the white power cable from (B)(6) 2022 at 15:11:03 ¿ (B)(6) 2022 at 19:08:41 and from (B)(6) 2022 at 15:50:06 ¿ (B)(6) 2022 at 07:34:17. The alarms occurred only when the controller was connected to battery power. The log file shows that the batteries connected to the white power cable drain significantly faster and suddenly drop as opposed to the batteries connected to the black power cable. The alarms cleared once fully charged batteries were connected or when the controller was connected to the mobile power unit (mpu). There were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith effort attempts were made requesting if the exchanged controller will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 26oct2020. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the 14v battery clips and 14v batteries. The heartmate ii patient handbook, section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.